Event description:
Complainant alleged that during training by a zoll medical sales representative, the device displayed "defib fault 108" and "discharge fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.